Event description:
It was reported the procedure was being performed in the surgery department. The sheath was inserted into the pt internal jugular at which time, the swan ganz catheter was advanced through the sheath and blood started to back flow from the valve. As a result, the sheath was removed and a new one was used successfully. There was a delay in treatment with no pt harm and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.